Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling and risk management file. The filler was injected into the patient and is not available for return. The event is a physiological event complication and analysis of the device does not assist in determining a probable cause of the event. The device history record could not be reviewed as the lot number was not reported. The product was used off-label in the lip region. We cannot rule out that this may have contributed to the reported event. Complaints (B)(4). CAPA 25002.

Event description:
On (B)(6) 2025, a patient who is also a healthcare professional reported experiencing a burning sensation immediately after receiving an injection of 2cc of evolysse form into the lips by another provider.